Event description:
It was reported that the device needed service. During the device evaluation, ventec observed it was continuously rebooting by itself when powered on. In this state the device would be inoperable. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec observed that the internal flow transducer (ift) cable, which connects to the ift, was completely disconnected. Ventec reconnected the ift cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable had become disconnected.